Manufacturer narrative:
Device has been returned to MFR, analysis is in progress and results will be included in the initial MDR report.

Event description:
It was reported that the wire was fractured. A .038 accustick ii was selected for use. During the procedure, when the drain was attempted to be placed, it was noted that the end of the wire was fractured. The wire was retrieved using a snare. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that the wire was fractured. A .038 accustick ii was selected for use. During the procedure, when the drain was attempted to be placed, it was noted that the end of the wire was fractured. The wire was retrieved using a snare. The procedure was completed with a different device. No patient complications were reported. Device evaluated by MFR.: a stainless steel guidewire was returned for analysis. The guidewire was received with the distal section was broken and it was not returned for analysis. The broken end shows evidence of bending and the guidewire was also kinked at the distal section. No other issues were noted.